Event description:
The reporter states the customer obtained back to back blood glucose test readings of 404 mg/dl and 110 mg/dl. Controls were not run. The customer is fine and no treatment was sought for this incident. Requested return and replacement sent.